Event description:
It was reported by the risk manager that an epidural catheter was placed by the anesthesiologist for a surgical procedure and used successfully. During removal of the catheter, it became unraveled and separated leaving a 3 to 4-inch piece retained in the pt. Surgery was performed and the piece was removed successfully.

Manufacturer narrative:
Sample will not be returned for eval.